Event description:
The customer reported oil mist coming from unit during cycle. The customer reported that the cycle aborted for unable to evacuate chamber. The customer stated that they did not have employee physical complaints. She stated that they noticed the oil mist right away and were able to shut down the unit. The asp field svc engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The fse tested the unit and found it operating to MFR specifications. This issue is being addressed with a customer letter, related to correction & removal.